Event description:
On january 29, an amazon customer commented the product was false negative. A customer tested positive night before did this test that showed negative twice, went to cvs, bought 2 different brands and tested positive for both, so people who have used this product are going out and spreading covid-19 because of this product. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And following by reporter's consent.